Event description:
It was reported that the patient experienced infusion set performance issues while using the ilet, including multiple 23" inset sets that either dislodged shortly after insertion or appeared seated but did not deliver insulin, resulting in elevated blood glucose up to 340 mg/dl. The issue resolved after changing supplies and troubleshooting and education were provided. Symptoms included hyperglycemia. There was no further intervention required. Investigation included technical support review, user troubleshooting, and education on insertion technique and use of an alternative set. Investigation of this case revealed suspected delivery interruption due to infusion site or set integrity, with performance restored after supply change. It was concluded that the device function was not confirmed to be defective and that use of an alternative infusion set and proper insertion technique mitigated the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.